Manufacturer narrative:
A serial number was not provided; therefore, the sterilization and lot history records could not be reviewed.

Event description:
The user facility reported a corneal burn. The doctor observed that the handpiece became very hot and burned the patient¿s cornea. Settings were standard. There were no other cases reported. The surgery was extended 15-30 minutes. The corneal burn resulting in severe astigmatism.

Manufacturer narrative:
The product was not returned for investigation; the root cause is undetermined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is complete.

Manufacturer narrative:
A serial number was not provided; therefore, the sterilization and lot history records could not be reviewed.

Event description:
The user facility reported a corneal burn. The doctor observed that the handpiece became very hot and burned the patient¿s cornea. Settings were standard. There were no other cases reported. The surgery was extended 15-30 minutes. The corneal burn resulting in severe astigmatism.

Manufacturer narrative:
B5 additional patient information.

Event description:
Additional information: the tip of the handpiece heated (felt hot through the glove) for a short time (30 sec to 1 min). The handpiece cooled down once it was taken out of the eye and the irrigation was allowed to flow. The incision of 2.2mm had loss of substance; therefore, suture required 1 to mf 10-0. The patient is well, and has recovered 10/10ths. The astigmatism due to the burn, reported at the beginning, has diminished (1.5 diopters) keeping a minimal opacity on the area of the burn and an iris endorsement. The patient had a second operation 4 days later (amniotic membrane grafting and release of the iris incarceration), subconjunctival injection of cortisone the days following the operation, lens dressing and compression bandage (to limit the leakage of aqueous humor).